Event description:
It was reported that after t1 was implanted, it couldn't be fixed at the outside of articular cavity. T1 had been removed from the patient. There was no significant delay or patient injury reported.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.